Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) /2016. The fse confirmed a leak from the wbc bath as the wbc bath was not fully seated on the apertures; additionally, wbc vote outs (non-numeric results) were recovered. The fse resolved the leak and the wbc vote outs by replacing the wbc bath and also by cleaning the apertures. (B)(4).

Event description:
The customer reported a leak of clear fluid of approximately 2 ml in volume from the white blood cell (wbc) bath on a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.